Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. (B)(4).

Event description:
It was reported that prior to surgery, it was observed that the motor device had an unspecified malfunction. It was further reported that the device had a cut in the hose. During service and evaluation, it was determined that the device had a cut in the hose near muffler area, had low power, the motor housing was dented and the vanes and motor cylinder were worn. The device also failed pretests for hose verification assessment and rotational speed assessment. There was no delay to the surgical procedure. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.